Manufacturer narrative:
(B)(4). A sample was received and the complaint was confirmed. The root cause was due to mishandling. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A trend review was performed and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
This is a case report received by baxter (B)(4) from the customer. It was reported a defective port of one bag of accusol35 k2. The customer reported that the issue occurred during the perforation of the bag. Due to a defective port of bag the tip of the dialysis line was not connected properly and perforated directly to the bag. No impact to the patient reported.